Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: unexpected inhibition of bradycardia pacing due to oversensing in ICD lead fracture associated with spurious tachyarrhythmia detection and discharges. Indian pacing and electrophysiology journal. 2021; (21)182-185. Doi.org/10.1016/j.ipej.2021.02.010. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a lead fracture. The article reports a patient who presented to their physician with marked dizziness, often accompanied by audible beeping tones coming from their implantable cardioverter defibrillator (ICD). Monitoring revealed numerous episodes of severe bradycardia. The patient was hospitalized after they received multiple inappropriate shocks. Interrogation of the ICD revealed an abrupt rise in pace-sense right ventricular (rv) lead impedance approximately two weeks prior which coincided with the patient's complains of dizziness. Intracardiac electrograms (egm) showed intermittent high frequency, non-physiological noise signals of variable amplitude on the pace-sense rv lead. The erroneous ventricular detections on the pace-sense rv egm caused inhibition of atrial pacing as well. False signals could be reproduced in real time electrocardiogram (ECG), as well as by manipulation of the ICD generator in the pocket, which caused failure to capture the myocardium. It was revealed that there was a lead fracture on the pace-sense portion of the rv lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.